Event description:
Info was received that ten days post implant this pt presented to the emergency room with pink and yellow drainage from the pocket. The origin of infection was unk. The product was explanted. No additional adverse pt effects were reported.